Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a tip separation occurred. The concentric lesion was located in the 100% stenosed, totally occluded, moderately tortuous, non-calcified 2.5mm proximal 1st diagonal branch of the left anterior descending (lad) artery. Access was obtained via the right femoral artery utilizing an entry needle and an unspecified 6fr. Introducer sheath. The 182cm luge guide wire was advanced without resistance and successfully crossed the lesion. A balloon catheter was advanced for pre-dilatation of the lesion and inflated one time to an unspecified number of atms. Upon withdrawal of the guide wire, resistance was encountered and the guide wire became caught in the distal 1st diagonal branch. Following removal of the guide wire, the physician noted that the distal tip of the guide wire had detached inside the patient. No attempt was made to retrieve the detached portion of the guide wire nor was any attempt made to secure its position to the arterial wall. The procedure was completed using another of the same device. The patient's status is reported as "stable".